Manufacturer narrative:
This supplemental report is being submitted to provide update to the event description, provide the device expiration date, provide the concomitant medical product, provide the date received my manufacturer, provide the device manufacture date, and update the patient code.

Event description:
Additional information was received stating that the patient received anticoagulant during the procedure. The activated clotting time (act) was maintained between 250s-350s throughout the procedure. At the conclusion of the procedure, a perforation was found. It is believed that the perforation occurred when the diagnostic catheters were put in place. Either the residual volume (rv) or the coronary sinus (cs) catheter was plugging the hole that was created when placing the catheters. When the catheters were removed, the perforation was then observed by a drop in blood pressure and was confirmed with a surface echocardiogram (echo). Further information stated the physician did not experience any difficulty manipulating the catheter. There were no other factors that might have contributed to the cardiac perforation as the physician did not notice any abnormal signs. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the outcomes attributed to adverse event, correct the common device name and the device procode , correct the manufacturer's city, update the device available for evaluation, correct the initial reporter information, correct the health professional information, delete the reporter's occupation, correct the manufacturer's city, update report source, provide the PMA/510(k) information, correct the type of reportable event, correct the patient code, and provide the device evaluation results. The device referenced in this report was returned for evaluation. During the evaluation, the device was visually inspected and no physical damage was observed. The device underwent acoustic testing and it passed.

Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event.

Event description:
It was reported that during a left-sided accessory pathway, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by a surface echocardiogram. A pericardiocentesis was performed and the patient was reported to be in stable condition. The following bwi devices were in use: carto 3 (1 0388), stockert (st-3593), cool flow pump (04664), thermocool sf catheter (d131503, 15782692l - being returned), cs catheter (bd710df282rts, 15841668m- being returned), and an acunav catheter (10135936, qe075254). Reported by (B)(6) main.